Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the stockert 70 system keeps resetting to zero but gives no indication if it is applying rf energy or not. The physician states that all of the lights in the front of the stockert 70 system blink, the watts go to 0 and then back to 30. A tc catheter was used in manual mode. All the settings were correct. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. The procedure was continued by disconnecting the remote as this stopped the problem. The patient was under general anesthesia for 3 hours. The transseptal puncture was performed. The procedure was being performed in the left atrium. The patient did not require extended hospitalization. Follow-up was performed and the po was not provided. Service was declined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the stockert 70 system keeps resetting to zero but gives no indication if it is applying rf energy or not. The physician states that all of the lights in the front of the stockert 70 system blink, the watts go to 0 and then back to 30. A tc catheter was used in manual mode. All the settings were correct. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. The procedure was continued by disconnecting the remote as this stopped the problem. The patient was under general anesthesia for 3 hours. The transseptal puncture was performed. The procedure was being performed in the left atrium. The patient did not require extended hospitalization. The system resetting to zero but not giving any indication if it was applying rf energy is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).